Event description:
An aq2003v model lens was implanted but due to the patient having weak zonules the lens was removed. There was no patient injury or product malfunction. The lot number and model of the injector and cartridge are unknown.